Event description:
It was reported that the patient experienced irritability, insomnia and restlessness, beginning on (B)(6) 2011. These adverse events were noted as being severe. The patient also complained of ¿fretfulness¿. 100mg of depas for ¿internal use¿ was added. The next day, complaints of insomnia and fretfulness increased. A single dose of lioresal and dantrium was prescribed. Three days later, restlessness developed, so the patient was sedated with a single shot of 50mcg of gabalon via lumbar puncture and continuous intravenous propofol. On (B)(6) 2011, pump operation and catheter angiography were carried out without problems. The same day, the pump dose was increased from 165.8mcg/day to 199.9mkmcg/day to treat the restlessness. The next day, the pump dose was reduced from 199.9mcg/day to 180mcg/day. The concentration was 1000mcg/ml at this time. The severity of the adverse events was reported as serious and required hospitalization or prolongation of hospitalization for treatment of the adverse event. Baclofen withdrawal was ultimately denied. The restlessness was believed to have been intensified due to the ongoing insomnia that occurred under continuous baclofen infusion into the subarachnoid space. The patient recovered on (B)(6) 2011. Although interventions involving the therapy were performed, the adverse events were noted to be unrelated to the therapy, procedure, or device system. It was later reported that 10mg of depas was given on (B)(6) 2011, not 100mg, as it was previously reported.

Manufacturer narrative:
(B)(4).